Manufacturer narrative:
The complaint was confirmed by the field service representative (fsr), the bulb was blown. The fsr replaced the bulb with a new style light emitting diode (led). The fsr he did not keep the suspect part to return. Preventative maintenance (pm) was completed successfully and the unit operated to manufacturer specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the a/c indicator lamp lit on battery module. Since the event occurred during preventative maintenance, there was no pt involvement.